Manufacturer narrative:
The device was returned to the resmed technical service center located in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had a power fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned and an extensive engineering investigation was performed. In-house testing could not reproduce the reported power fault and the reported complaint could not be confirmed. The investigation determined that the device and the battery were operating to specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).